Event description:
Healthcare professional reported right side capsular contracture baker grade iii and seroma. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the device identified: crease/folds, deformation, and weight was within specification. The device was observed to be cloudy and have voids after autoclave disinfection process. Bade on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are of seroma-late and capsular contracture physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii, and seroma-late onset. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and "right breast prosthesis involved in fluid, with fine particles in blood". The device remains implanted.